Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed, no physical damage was noted to the platform upon receipt. The archive review was performed, and no fault or error code were noted in the archive for the date when problem occurred. It was verified and confirmed that the platform was not powered on the date of problem reported (B)(6) 2016. In summary customers reported complaint of user advisory (ua) 16 (timeout during take-up) was not confirmed. Thus root cause for the reported user experience cannot be determined. A drive train motor brake gap inspection was performed and verified within the specification. A functional test was performed using the 95% patient large resuscitation test fixture (lrtf) and no fault or error message was noted. The autopulse passed all the functional testing.

Event description:
It was reported that during device check, this auto pulse platform displayed user advisory(ua) 16 (timeout moving to take-up position). The customer tried to reset the lifeband, however issue was not resolved. No patient involvement was reported.